Manufacturer narrative:
The returned lead had been capped about 14 cm distal of the is-1 connector pin and was only available in fragments. Only the proximal part of the lead was returned for analysis. The distal part of the lead, including the shock coil, was not returned for analysis. The returned fragment was examined visually and electrically. Aside from the existing cut through the lead, no damages were detected. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. The analysis showed no other deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 138 months, oversensing in the rv channel was reported.